Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). Rep reported that that the impedance of the electrode pair 0 and 1 was 184 ohms, further stating that the impedances were tested by the managing doctor. The rep was not with the patient/hcp at the time of the report for further trouble shooting. The rep was calling to ask about the next steps for troubleshooting. Programming considerations and x-rays were reviewed for the rep. The rep stated that they thought the patient was going to be up for replacement soon. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.